Manufacturer narrative:
Additional information: h6 adverse event problem (component codes, type of investigations, findings, conclusions). Device evaluation: product was not returned and photos were not provided. Device evaluation could not be completed. Potential cause root cause was unable to be determined. This event could possibly be attributed to unknown operational factors, patient factors, or post-op events. DHR review and related actions DHR review could not be performed as lot numbers are not known. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a revision surgery was performed to remove a portion of a tether construct and to fuse since the patient's curve progressed. During the revision, the set screws were found to be cross-threaded and the cord was loose in the lumbar region. A previously implanted competitive pedicle screw construct was extended an additional level during the revision. This is report three of three for this event.

Manufacturer narrative:
Procode: qhp. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2021-00243 through 3012447612-2021-00245.

Event description:
It was reported that a revision surgery was performed to remove a portion of a tether construct and to fuse since the patient's curve progressed. During the revision, the set screws were found to be cross-threaded and the cord was loose in the lumbar region. A previously implanted competitive pedicle screw construct was extended an additional level during the revision. This is report three of three for this event.